Event description:
The catheter was placed in 2008, and when it was removed the next day, the tip of the catheter was missing. An ultrasound was completed on the pt on the same day, and they could not find the tip of the catheter in the pt.

Manufacturer narrative:
A prepaid shipping label and tube were sent to the customer for the return of the sample. Add'l info has been requested. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 04/17/2008.